Event description:
Information received indicates there is no power to the right intermediate siderail due to moisture damaging the siderail cable and ucm circuit board.

Manufacturer narrative:
The technician replaced the siderail cable w/gasket kit, caregiver ucm circuit board and the siderail label to repair the bed.